Manufacturer narrative:
Stryker evaluated the customer's device and could not verify or duplicate the reported issue. Stryker performed precautionary replacements and updated obsolete software on the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause of the reported issue could not be determined.

Event description:
During routine preventative maintenance testing by stryker, the device failed defibrillation energy tests. In this state the device may not be able to deliver appropriate defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During routine preventative maintenance testing by stryker, the device failed defibrillation energy tests. In this state the device may not be able to deliver appropriate defibrillation therapy. There was no patient involvement reported with the event.